Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had clock monitor frequency error. The customer¿s blood glucose level was 7 mmol/l. Caller stated that insulin pump alarmed battery out limit. Customer reported that they were able to clear the alarm. Customer reported that the insulin pump did require rewind. Customer not able to complete rewind. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and customer refer to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, a21 error test, displacement test or verify a12, battery out limit alarms due to blank display.